Event description:
Customer called to report having no delivery alarms. Customer was able to clear alarm; however, during troubleshooting test the no delivery alarm was again activated. Customer did deny the deivce was dropped, bumped, or exposed to any moisture.